Event description:
It was reported that the device was noted to be in backup vvi mode via a merlin.net transmission. The patient received inappropriate high voltage therapy. A device code was download successfully and the issue was resolved. There were no further complications for the patient.